Manufacturer narrative:
This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter : during a sleeve gastrectomy when using the last charger on the hiss angle the handle operated on vacuum the staple was unable to fire. The handle which operates the vacuum broke off, but did not fall into the patient's cavity. The surgeon used another device in order to complete the case . Patient has no injury.